Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, there was a crack on the lens. Customer was unsure if there was patient contact. Additional information has been requested indicating that the crack on lens was noticed during surgery; under the microscope after the lens was inserted into the patient¿s eye. A replacement lens of same model and diopter was used to complete the surgery the same day. No patient harm was reported. There was no hospitalization required for this event.

Manufacturer narrative:
The account indicated the use of a qualified cartridge. An unspecified handpiece was indicated. It is unknown if a qualified handpiece was used. The viscoelastic indicated is not qualified for use with any of the qualified lens/cartridge/handpiece combinations. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/injector combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).